Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the emergency department with abdominal pain and a cough. The patient tested negative for covid. An abdominal computer tomography (CT) showed acute rectus sheath hematoma. The patient was unsure of the international normalized ratio (inr) at the time of admission. They were transferred to the congestive cardiac failure (ccf) department where another CT confirmed the acute rectus sheath hematoma. The patient's study medication has been on hold since (B)(6) 2021. Warfarin was also held. On admission to the ccf, the patient's inr was 1.7 so no reversal was required. Additional information revealed the patient was discharged home in stable condition; hemoglobin/hematocrit levels were stable. Coumadin and study drug were restarted. Aspirin was not restarted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.